Manufacturer narrative:
The manufacturer was notified on 18-dec-2025 that the user experienced multiple hypoglycemic events requiring emergency medical services assistance, with specific event dates not provided. The caregiver reported that the events occurred following dinner meal announcements. Multiple attempts were made to obtain additional information, including blood glucose values, dates, treatment details, and outcomes; however, no further information was obtained.

Event description:
On 18-dec-2025, the user reported that on unknown dates they experienced hypoglycemia, with blood glucose values not reported. The hypoglycemic events were reported by the caregiver to have occurred following dinner meal announcements, and treatment prior to emergency response was not reported. The user required assistance from emergency medical services, and information regarding transport, hospitalization, treatment details, discharge date, and discharge status was not available.